Event description:
It was reported that the recommended replacement time triggered possibly due to premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned and analysis revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. Battery depletion was indicated/eri (elective replacement indicator). Time of eri in save to disk was on (B)(4) 2011, device eri is less than or equal to 2.62 volts. Weekly battery voltage log data shows min bat=2.64 to 2.61 volts minimum between (B)(4) 2011 and (B)(4) 2011. There was one patient alert for low battery voltage on (B)(4) 2011.